Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 400 mg/dl at the time of the incident. The customer¿s other blood glucose level was 300 mg/dl, 316 mg/dl, 299 mg/dl, 120 mg/dl. The customer was treated with the bolus and manual injection. The auto mode was not active. The customer was using the insulin pump within 48 hours of the high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The device will not be returned for the analysis.